Event description:
Same case as MFR: 2134265-2013-01896. It was reported that during a percutaneous rotational atherectomy treatment procedure, the burr became stuck in the lesion. Vascular access was obtained via the femoral artery. The 85% stenosed, eccentric shaped, de novo lesion target lesion was located in the moderately tortuous and severely calcified, 3.5mm in diameter left anterior descending (lad). The lesion was pre-dilated with an unspecified 3.0x18mm balloon catheter. A 1.50mm rotalink burr and rotalink advancer were selected and successfully crossed the lesion but did not dilate the chamber. The physician changed to a 1.75mm rotalink burr and successfully crossed the lesion on the first ablation. On the second ablation when the rotalink burr reached the lesion, the rotalink burr became stuck in the distal portion of the lesion and could not be withdrawn. During the procedure, the advancer had made an abnormal sound. It was noted that the rotalink advancer and 1.5mm rotalink burr were tested outside the patient and did not make any abnormal sounds. The physician tried to withdraw the rotalink burr several times but failed and decided to surgically remove the device. The procedure was not completed due to this event. No further patient complications were reported. Additional information has been requested and is not available.

Event description:
Same case as MFR: 2134265-2013-01896. It was reported that during a percutaneous rotational atherectomy treatment procedure, the burr became stuck in the lesion. Vascular access was obtained via the femoral artery. The 85% stenosed, eccentric shaped, de novo lesion target lesion was located in the moderately tortuous and severely calcified, 3.5mm in diameter left anterior descending (lad). The lesion was pre-dilated with an unspecified 3.0x18mm balloon catheter. A 1.50mm rotalink burr and rotalink advancer were selected and successfully crossed the lesion but did not dilate the chamber. The physician changed to a 1.75mm rotalink burr and successfully crossed the lesion on the first ablation. On the second ablation when the rotakink burr reached the lesion, the rotalink burr became stuck in the distal portion of the lesion and could not be withdrawn. During the procedure, the advancer had made an abnormal sound. It was noted that the rotalink advancer and 1.5mm rotalink burr were tested outside the patient and did not make any abnormal sounds. The physician tried to withdraw the rotalink burr several times but failed and decided to surgically remove the device. The procedure was not completed due to this event. No further patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the handshake connection of the advancer unit was found to be bent and the advancer knob was in a locked forward position. It is likely that the handshake connection may have become bent during transit to site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).